Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the right internal carotid artery. During removal of an emboshield nav6 embolic protection system (eps), the filtration element could not be pulled back into the retrieval catheter with the torque device, and it was noted that the tip of the retrieval catheter was bent. A guiding catheter was advanced, and the filtration element was pulled into the guiding catheter to successfully remove the filter from the anatomy and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The retraction problem causing deformation and split to the retrieval catheter tip catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the difficulty retrieving the filter into the retrieval catheter causing the tip of the retrieval catheter pod to split was due to a large embolic load preventing the filtration element from encapsulated into retrieval catheter pod, or possible bent tip of the retrieval catheter preventing the filter from pulling in; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report: the tip of the retrieval catheter was noted to be split open. No additional information was provided.